Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was told that there may be a problem developing with their lead. Patient also noted that their heart rate went much lower during a sleep study than what the device was set at. Patient also reporting that they are more tired than usual. The lead remains in use. No patient complications were reported as a result of this event.